Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a cubie failed to operate. The lid remained closed and continued displaying the message ¿close lid.¿ the customer attempted to reboot the device, but it was still not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a failed full height cubie drawer and a 2x5 cubie. A field service engineer (fse) ran hardware test application (hta), attempted to pop the cubie lid as the error indicated the lid failed to stay closed, and manually removed the 2x5 cubie due to a medication jam. The escort secured the cubie for courier. The drawer was recovered and pocketed. Hta and drawer tests were completed and passed. The system functioned as intended after the field service engineer repaired the device.